Manufacturer narrative:
The report of suspected internal driveline wire compromise was confirmed during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was also returned. Examination of both driveline segments found breaches in the yellow and brown wire insulation approximately 3.5 inches from the pump housing. The damage appeared to be the result of abrasion due to repetitive movement of the wires in this location. As a result of the damage, the underlying wire conductors were exposed. Pump stoppages would have occurred as a result of the exposed conductors contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. Interruptions in pump support could have also resulted from the exposed conductors of the two wires directly contacting each other or simultaneously contacting the braided shield while on battery support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline issue was reported under medwatch MFR report # 2916596-2016-00098. Approximate age of device ¿ 3 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a heart transplant at another center on (B)(6) 2016. The patient had been listed on the high urgent transplant list since (B)(6) 2015 due to a possible driveline compromise internal to the patient. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.